Event description:
The lead was returned to the manufacturer without any information, was analyzed, and tested out of specification. Further review of the manufacturer¿s database indicated the lead had been explanted and replaced two years prior. The reason for lead removal has been requested and not received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
Additional information received reported the lead was replaced due to a lead fracture. The patient is reported to be stable, she was hospitalized following a syncopal event which "may or may not have been associated with the lead fracture as the patient has other reasons for syncope." The lead was replaced and the patient is doing well without complications. (B)(4).